Event description:
It was reported that during an unknown procedure, when trying to clamp, surgeons noted that the clips were not closed in parallel so they had to use other new clips. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned updated information: additional information was requested and the following was obtained: "the clips didn´t close in parallel, with scissored shape, but the surgeon realized on time and he removed the clips. They had to open another er320 to clamp the vessels. The patient didn´t suffer any complication and the surgery can be finished by laparoscopic."

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time. Additional information: what was the shape of the "not parallel" clips? Scissored? Yes. Did the clip fall into the patient? No it didn´t. Which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Cystic. Was the clip fully advanced into the jaws prior to firing? Yes it was. Was there any torquing or twisting of the device present at the time of firing? No there wasn´t. Was any unexpected resistance felt while firing the trigger? No it wasn´t. Were any unexpected noises heard? No it wasn´t. Did anything unexpected happen prior to this incident? No it didn´t. Was the device fired after this incident in or out of the patient? No it wasn´t. What were the indications for surgery? Cholelithiasis. What was found? In this surgery "cholecystectomy by laparoscopic". They used er320, as usually, and it was clamped the artery and the cystic. But days after the surgery , the patient suffered a choleperitonitis because the clips hadn´t closed in parallel and the patient had to undergo open surgery does the patient have any relevant history of surgical treatments? The patient doesn´t. Did somebody other than the primary surgeon fire the instrument? No.